Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital, full event site address: no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine maintenance that a cs100 intra-aortic balloon pump (iabp) had short battery life. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit he went to the user's site and confirmed that the short battery life reported by the user was due to the long machine life and the short battery life caused by the aging of the battery. He informed the user that the battery needed to be replaced and gave the user a quote. He went to the user's site again on march 25, 2025, and the user informed them that they would not repair it for the time being. The user has contacted a third party to handle.